Event description:
Customer reportedly obtained a result of 174 mg/dl but had symptoms of low blood glucose including confusion and inability to answer questions asked. The paramedics were called but no result on their device is provided. Caller reports that the customer was taken to the hosp and treated for low blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.